Event description:
It was reported that balloon rupture occurred. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.